Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+2.00/092 diopter, in the patient's right eye (od) on (B)(6) 2016. The reporter indicated the patient has significant problems with glare/halos. The lens remains implanted but the plan is to explant/exchange for a different model lens. The patient's post-op best-corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: lens was returned dry in lens case/vial. Clear surgical residue/debris was present on the product. Visual inspection found no visible damage to the lens. Foreign material (fibers) was present on lens surface. Work order search: no similar complaints were reported for units within the same lot. (B)(4). Corrected from user facility to distributor. Claim #(B)(4).

Manufacturer narrative:
The lens was explanted on (B)(6) 2016. The lens was exchanged for another lens and the problem was resolved. (B)(4).